Event description:
Before opening implants, the surgical team confirmed that the implants were correct. When the implant was opened to the surgical field the surgeon discovered that the wrong implant had been packaged in the box. The implant never made it to the patient. Returned poly to manufacturer. Rep was present during case. Product was packaged incorrectly. The information on the packaging was correct, but wrong implant inside of packaging. Rep is investigating the issue with conformis. Manufacturer response for tibial implant, (brand not provided) (per site reporter) rep was present in the or.